Event description:
A philips fse went on site to evaluate the device at the customers request. During the device evaluation the fse was informed of a failure to discharge in AED mode during use on (B)(4) 2012. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4): a philips fse went on site to evaluate the device at the customers request. During the device evaluation the fse was informed of a failure to discharge in AED mode during use on (B)(4) 2012. No adverse patient impact was reported. The symptom could not be duplicated. No event summary/strips were available for review. The device passed all required testing and was returned to service at the customer site. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.